Event description:
It was reported that damage to the pump housing caused difficulty loading the cartridges. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 8 / 2.9.1 / iOS_16.5.1.